Event description:
The customer stated that insulin from the reservoir leaked about six months ago, and he was not sure if it caused any damage to his insulin pump. The blood glucose reading was 98mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.